Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. With all the available information, boston scientific concludes that the reported allegation could not be confirmed, as the device was not available for analysis. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). A risk review was completed and confirmed that the event of injury (nos) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced some issues after the water vapor thermal therapy procedure and his symptoms did not improve. No further information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced some issues after the water vapor thermal therapy procedure and his symptoms did not improve. No further information was provided.